Manufacturer narrative:
(B)(4). The complainant indicated that the device remains implanted and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on october 09, 2020 that a wallflex duodenal stent was implanted in the intestinal tract to treat a stenosis during a stent placement procedure performed on (B)(6) 2020. According to the complainant, on (B)(6) 2020, one day post stent placement, the patient was still unable to defecate. An angiogram was performed and confirmed that the stent migrated from the intestinal tract. The physician attempted to remove the migrated stent but was unsuccessful. The stent remains implanted and another wallflex duodenal stent was implanted to complete the procedure. Reportedly, the patient's condition at the conclusion of the procedure was reported to be stable.